Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed but the issue continued to occur. Difficulties visualizing the clip movement occurred, and a decision was made to remove the clip. The clip was removed from the patient. While outside the patient, the grippers were tested, and it was confirmed that the gripper was not functioning as intended. Further examination revealed that the gripper line was broken. A new clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue and gripper line break were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the gripper line break. However, a conclusive cause for the gripper line break cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.